Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Caller reported cartridge change would occur when supplies arrived to resolve the occlusions. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 350 mg/dl.